Event description:
Following an angioplasty with stents, an angio-seal device was deployed in the right common femoral artery. On 3/9/2000, an ultrasound was performed revealing a pseudoaneurysm and a clot. On 3/17/2000, pt was taken to surgery for repair of the pseudoaneurysm and clot. Pt was discharged on 3/20/2000 and was reportedly doing well.